Event description:
The customer reported that the device bezel reeds replaced, door has crack in the light bezel, and rear case has a bit of wear and tear. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel, cracked light house, broken ail and corroded left and right iuis. Lvp rear case recall complete. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/06/2008 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked lower hinge of the lvp mech assy 8100. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device bezel reeds replaced, door has crack in the light bezel, and rear case has a bit of wear and tear. There was no patient involvement.